Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level was 600 mg/dl. The time was wrong on the insulin pump and the infusion set cannula was bent. She took the insulin pump off and started using manual injections. The next day her blood glucose level went from 597 mg/dl to 125 mg/dl after taking a manual injection. She experienced several high blood glucose levels that weekend. She also vomited water. The insulin pump passed the high pressure test. The device was not returned.